Manufacturer narrative:
Product event summary:the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis of the hybrid revealed that there was a save to disk data to review as the device had showed that the device had depleted at a faster rate than expected. Both loaded and unloaded pacing current drain levels were high for this device. There was evidence of a high current drain condition on the hybrid. Additional analysis of the hybrid at product analysis laboratory, tempe revealed the device had nominal current drain when received in pal on the powered carrier. The reported failure had cleared during transit. Attempts to reintroduce the elevated current drain were unsuccessful. Current drain remained nominal with the device at 37ºc and test patterns loaded into memory. No ctas or other anomalies were noted on the sawn edges of the scsp. No anomalies were noted on the flip-chip ic solder bumps during x-ray inspection. No hybrid anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The implantable pulse generator (ipg) was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.